Manufacturer narrative:
Inspected one opened or used sensor and performed continuity resistance test, sensor passed per specification. Then performed a bicarbonate buffer test, and sensor passed per specifications with accurate readings.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic the user reported inaccurate sensor readings that triggered a threshold suspend. The customer¿s blood glucose was 169 mg/dl and sensor glucose was 70 mg/dl at the time of the event, the difference is outside the acceptable range. Suspend on low limit in sensor settings was at 69 mg/dl. No harm requiring medical intervention was reported. The sensor will be returned for analysis.